Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer disconnected the tubing from the infusion set site and insulin was observed exiting from the tubing. The customer's blood glucose level was in the 400s mg/dl. The customer changed the infusion set site. A correction bolus was delivered via the pump or insulin injections would be used to address the high bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to confirm if the infusion set site was the cause of the occlusions.